Event description:
A physician reported a pt who was treated on 8/18/97 into the nasolabial folds. On approx. 8/23/97, the pt contacted the physician and reported a feeling of not being well and was experiencing swelling of the hands, tightness in the shoulders, neck and knees and intermittent sore throat. The physician noted that the pt was not experiencing nausea, headache or fever and the collagen injection sites were asymptomatic. The physician instructed the pt to use advil for the arthralgias and stated that it did ease her discomfort. On 9/25/97, the symptoms persisted. The treatment sites remained asymptomatic. The physician believed the symptoms were most probably related to the collagen and represent a hypersensitivity.